Event description:
It was reported by the patient that the "device is not working right". The patient states that the device was reprogrammed but feels as though "the top and bottom of the heart are beating on top of each other". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2007. (B)(4).